Event description:
Procedure: lavh during use the instrument stuck to tissue and caused some bleeding which was controlled by using another ls1100. When the instrument stuck, the jaws were clean but the instrument could not be released by irrigating or releasing jaws while activating power. There were no reportedly adverse affects to the pt.